Event description:
It was reported that the hub of the bd eclipse¿ needle with smartslip¿ technology was discolored. The following information was provided by the initial reporter: "I was about to attached a needle to a syringe when I noticed an odd discolouration of the the hub."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2011009. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, it was determined that this incident was most likely related to embedded contamination in the needle hub component. This defect could have been produced within the injection molding machine, due to the high working temperatures. If the gases produced within the machinery are not expelled, burnt particles may result. This is a cosmetic defect which has no risk to the health of the patient as the plastic pieces are embedded within the product without the possibility of detachment. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub of the bd eclipse¿ needle with smartslip¿ technology was discolored. The following information was provided by the initial reporter: "I was about to attached a needle to a syringe when I noticed an odd discolouration of the hub."